Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The blood glucose reading went as low as 30 mg/dl. He was treated with emergency glucagon. At the time of admission to the hospital, the blood glucose reading was 60 mg/dl. The customer was wearing the insulin pump at the time of the event. He was also hospitalized a few days later. The blood glucose reading that time was 40 mg/dl. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to monitor the insulin pump and discuss the possible causes of low blood glucose with a health care professional. The insulin pump was not replaced or returned for analysis.